Event description:
Customer contacted customer service on (B)(6) 2015. Customer states the skull clamp slipped and there was a patient injury with laceration of the scalp. Item received on 04/06/2015.

Manufacturer narrative:
The inspection of the product did not bring up any issue. The product is in specification. The patient was in prone position. This might lead to big forces coming from the neck muscles of the patient. If a wrong pinning technique or less torque was applied, this could have been a potential root cause.